Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was a noise episode noted on the right ventricular (rv) lead via merlin.net transmission. The patient presented in the clinic and lead provocative testing reproduced the noise on the rv channel and a micro-dislodgement was suspected. All other electrical parameters were normal and no further action was taken. The patient was stable and will continue to be monitored.